Manufacturer narrative:
The investigation is ongoing. We are waiting for delivery of the pcb to conduct additional evaluation. Results of the analysis will be provided to the follow-up report.

Manufacturer narrative:
Arjo became aware of the event involving the enterprise 8000x bed equipped with the indigo module (intuitive drive assist). Whilst waiting for the lift and with the indigo drive still engaged, the orderly took a phone call and stepped away from the bed. After approximately 30 seconds to a minute, the bed, without contact, took off in reverse down the hallway, before hitting a service trolley to stop. The bed was taken out of service. No patient was involved, no injury was sustained. The service technician who inspected the bed directly following the event was not able to duplicate the claimed issue (no unintended movement was observed). The technician observed only that a lug for the pcb mount was damaged therefore it was replaced. It may cause the pcb to become loose and change its orientation. At that time, the calibration is no longer adequate. The faulty pcb returned from the market was evaluated by arjo electronic engineer. The engineer observed that the bed accelerated when it was pushed. The indigo module did not move without any intentional activation from the stationary position. Acceleration was caused by the gyroscope (pcb assembly component) measurement errors. Due to the incorrect angle calculation, the device read as if it drove up the slope and powers the indigo wheel according to that state while being on a flat surface. The instructions for use (IFU) for indigo module (416260-en) includes the following information regarding the correct operation of the module: "when operating indigo, maintain contact with bed at all times"; "after using indigo: deactivate indigo and apply brakes by placing the pedal in the most downward position". Arjo device failed to meet its specification since the pcb malfunction resulted in the alleged unintended movement of the bed. The device was not used for patient treatment when the malfunction occurred. This complaint is deemed reportable due to an allegation of the unintended movement of the bed equipped with indigo module.

Manufacturer narrative:
During the visit at the customer site, the arjo technician inspected the involved bed frame. The condition of the device was assessed as good, no visible damages. The bed was tested and the claimed issue was not duplicated. The technician observed only that a lug for pcb mount was damaged. It was replaced. The indigo was recalibrated and tested again, still no issue was found and unintended movement was not duplicated. The investigation is ongoing and the pcb return for further tests was requested. Results of the analysis will be provided to the follow-up report.

Event description:
The customer claimed a malfunction of the enterprise 8000x bed frame equipped with electric drive (indigo module - intuitive drive assist). Allegedly, whilst waiting for the lift and with the indigo drive still engaged, the orderly took a phone call a stepped away from the bed. After approximately 30 seconds to a minute the bed, without contact, took off in reverse down the hall way, before hitting a service trolley to stop. The bed was immediately taken out of service. No patient was involved, no injury was sustained.